Event description:
Healthcare professional reported "deflation" against right device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: a review of the lab analysis has been completed with the following assessments: deflation: observed, one opening on valve bond edge side assessed as unidentified (tear) opening. Additional observations: crease flat is observed. Wear abrasion is observed. White particles in shell are observed.

Event description:
The device has been explanted and replaced.